Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Device interrogation revealed alert for a long charge time during a capacitor maintenance. In clinic, capacitor maintenance was performed again, and the same results were shown. It was not clear if the patient was exposed to external defib, MRI or had any surgical procedures since last capacitor maintenance. The issue most likely will be resolved by device replacement. The patient will continue to be monitored.